Manufacturer narrative:
Product analysis: the complaint was confirmed, and attributed to damaged connector pins. Due to a lack of replacement parts, the device was returned, unrepaired. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during analyzer use, the message "warning-loss of communication" was displayed. The analyzer was returned for service. No patient complications have been reported as a result of this event.